Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 10 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive act button response due to open traces on the keypad traces. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the motor error alarms due to unresponsive button. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.